Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 977a260, lot# va0kl16009, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, lot# va0kl16011, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that in (B)(6) 2015 the patient's stimulation "felt weird and I couldn't explain it" when she went into a room where it had a smart table and central wi-fi hook-up. The patient stated there was radiofrequency and emi coming from the smart tables and she knew it was strong enough to interfere with both of her implants. For the past two weeks prior to the report she also noticed her battery was depleting faster than usual. Her implantable neurostimulator (ins) batteries were full the night prior to the report and now they were a quarter. The patient was looking for a letter she could provide to her employer and wanted to speak with an engineer or technical services. The patient called back to discuss wireless smart board and wireless transmitter/receiver for the smart board. The patient wanted assurance on the risk of wireless transmitter/receiver but it was reviewed that it was unlikely to affect the system. The patient further reported the technology affected her system because she had two neurostimulator systems and her work had asked her to six next to the transmitter. She charged the battery to full and then the next day it had already dropped by a quarter. At the time of the second call she felt something and it felt the last couple of weeks as well. It was lastly reported that sometimes the patient would get a shock if the microwave was on or in use. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Refer to manufacturing report (B)(4).